Event description:
A patient in (B)(6) was undergoing continuous renal replacement therapy (crrt) on a prismaflex machine with prismaflex m60 set. An external leak in the blood line was observed during treatment. The date of the event is unknown therefore the date of the event in this report is estimated.